Event description:
Related to MFR report # 2183959-2012-00815, 00816. "On or around (B)(6) 2008," a perigee system with intexen lp was implanted to treat "pelvic organ prolapse and stress urinary incontinence." Plaintiff's attorney has alleged that, "as a result of having the products implanted in her, plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury," and had medical procedures, will likely undergo additional surgical procedures, has had "severe personal injuries, pain and suffering, severe emotional distress," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.